Event description:
It was reported by a company representative that a vns patient was unable to be interrogated by his treating physician. The event was thought to be normal since the patient is overweight and adipose tissue could contribute to the event. The patient was referred for x-rays and the generator was indicated to have migrated below the chest area and near the stomach. The patient had been recently re-implanted on (B)(6) 2011 with a new generator. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Further information was received from the area representative indicating that she met with the treating physician who indicated he was able to interrogate the patient's generator successfully and at the moment no further interventions were planned. No additional information was provided by the physician in regards to the event of migration.